Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited an event of competitive atrial pacing which resulted in an induced arrhythmia. No further information was available.